Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018 a field service engineer (fse) followed-up over-the-phone with the customer and confirmed that when performing 6-month maintenance the aia-360 instrument was giving error message 2015 bf probe purge failure until fresh wash solution was primed back into the instrument. The fse told the customer that the instrument should go through a minimum of five (5) primes for the error message to go away completely. The customer performed additional primes, which confirmed the error message disappeared. The aia-360 instrument was working within specifications. A 13-month complaint history review and service history review for similar complaints was performed for the aia-360, serial number (B)(4), from 02-dec-2016 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2015 bf probe purge failure description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. Chapter 10-3. Monthly maintenance procedures states the following: 5. Six-month cycle maintenance procedures 5.1 diluent and wash lines it is effective to clean the diluent and wash lines at the same time to clean the diluent and wash solution bottles. Note that it takes an hour. 1) pour about a liter of purified water and 10 ml of aqueous hypochlorite into a clean reservoir. 2) remove the tubes from the diluent and wash solution bottles and detach the filters from the tube ends. Put the tube ends into the reservoir prepared at the procedure 1). The procedures 3) - 6) should be performed as quickly as possible not to expose the metallic sensor portion to aqueous hypochlorite for a long time. 3) perform 3: prime sampler diluent' on the mainte screen five times to fill the diluent line with aqueous hypochlorite. Next perform 5: prime bf washer' on the same screen five times to fill the wash line with aqueous hypochlorite. The most probable cause of the reported event was due to the wash line requiring additional prime cycles.

Event description:
On (B)(6) 2018 a customer reported receiving 2015 bf probe purge failure error message with the aia-360 instrument. The customer is unable to run, which caused a delay in reporting of patient results for cardiac troponin I (ctnl2) and beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.